Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:(B)(4), model: sc-2218-70 serial: (B)(4), batch: 7075423/7075426.

Event description:
It was reported that the patient had an infection on both surgical incisions. The symptoms included redness and drainage. The patient underwent a full system explant procedure. The patient was rehabilitated and given intravenous antibiotics, and was prescribed with ongoing therapy of rocephin, vancomycin, and flagyl. There was nothing unusual or complicated during the procedure that would have predisposed the patient to a higher risk of infection. The explanted devices were discarded.